Event description:
A nurse reported that during a surgery an ophthalmic console was firing laser without doctors filter being engaged. The surgeon experienced glare with out consequence. Additional information received clarifying that the filter was in not into position and there were two laser shots for the operating room (or) nurse. Fundus examination was done for surgeon the results of that examination were not provided to date.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information was provided in sections h.6 and h.10. The company representative serviced the system prior to this event. The system met specification at the time of the servicing. A non-conformance-based review of the batch/lot/serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this lot/batch/serial number was performed. No similar complaints were reported for the product lot/batch/serial under investigation. The reported issue was attributed to the fact that the surgeon did not use the laser filter correctly. However, the exact cause for this remains inconclusive. Based on the information obtained, the root cause of the reported event is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate the manufacturer internal reference number is: (B)(4).